Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a signal artifact monitoring (sam) episode due to the minute ventilation (mv) feature oversensing the right atrial signal. Reprograming of the device was performed this device remains in service. No further adverse patient effects were reported.